Manufacturer narrative:
During the device evaluation, the bearings on the driveshaft assembly were discovered to be worn, which is a probable cause of overheating.

Event description:
It was reported that during testing conducted at the manufacturer facility the drill was overheating. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer, facility, there was no patient involvement and no delay to a surgical procedure.